Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided. A device history lot review is pending.

Event description:
The event involved a 2 gang 1o2¿ manifold with check valve, rotating luer, appx 0.83ml where it was reported the patient needed to be injected with medication during general anesthesia. After connecting the valve, the drug leaked from the interface when being injected, affecting the anesthetic effect and making it easy to get a hospital infection, it was replaced immediately, and the drug was continued to be injected to maintain anesthesia. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint can be confirmed on the 01c-smv3v3 based on a lot history review. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The device history for lot 13811922 was reviewed and was found to fall under CAPA-0008861.